Event description:
During some standard procedures a dental electrical handpiece got hot and burned several patients. The first patient received a burn on the lip. For him penicillin was prescribed. The other patients have been burned on inner cheek or tongue. No further medical care was necessary. Three patients have been burned.

Manufacturer narrative:
During some standard procedures a dental electrical handpiece got hot and burned several patients. The first patient received a burn on the lip. For him penicillin was prescribed. The other 3 patients have been burned on inner cheek or tongue. No further medical care was necessary. The analysis of the handpiece showed that the bearings of the head where gritty and the handpiece runs out of specification. This caused the heat to heat up. This handpiece has not been repaired since purchase in 09/2005. See also mdrs: 3003637274-2011-00024, 3003637274-2011-00026. Exemption number (B)(4): kavo dental (B)(4) is submitting the report on behalf of kavo dental (B)(4).